Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's sister reported via phone call the insulin pump alarmed insulin flow block that was resolved by changed the infusion set. The customer¿s blood glucose level was 600mg/dl at the time of incident, declined to trouble shoot for high blood glucose. The customer's sister declined to trouble shoot, will call back.